Event description:
Customer reported a no delivery alarm on her insulin pump. Customer's blood glucose is 325 mg/dl. Customer was able to treat with a bolus. During troubleshooting, insulin did not exit during the fixed prime. Insulin did not exit when pushed manually with a plunger. Customer was advised the alarm was caused by an infusion set or reservoir connection issue.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.